Manufacturer narrative:
Patient's date of birth: unk. Other relevant history: unk. Device model number, lot number, catalog number, expiration date and UDI: unk. The device was discarded, thus no investigation could be completed. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead (lld #2 in the rv lead, lld ez in the ra lead) to provide traction. The physician also utilized a spectranetics glidelight laser sheath to attempt lead removal. While the physician was attempting to remove the rv lead using the glidelight device, lasing on a lesion near the tricuspid valve, and while applying traction to the rv lead, the rv lead came out prematurely and took with it a plug of heart muscle. Rescue efforts began immediately, including rescue balloon, bypass and sternotomy. An rv apex perforation was discovered and was successfully repaired. The ra lead was also successfully removed in the procedure. The patient survived. This report captures the lld present in the rv lead providing traction when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.